Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off without a warning. The customer also reported that they received a motor error alarm. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer also reported that they received off no power alarm with a low battery alarm. The customer's blood glucose was 217 mg/dl at the time of incident. The customer stated that the battery cap was not loose. The customer reported that the opening of the reservoir compartment was broken. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification but was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. No unexpected off no power alarm was noted. The drive support disk was inspected and no anomaly was noted. No unexpected low battery alarm noted. No motor position encoder error alarm was noted in the alarm history screen. The pump had a missing o-ring reservoir tube. No unexpected pump shutting off anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a cracked lcd window.